Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained that the result for 1 patient tested for troponin t hs (high sensitive) troponin t hs did not fit their clinical picture. The erroneous result was not reported outside of the laboratory. The initial troponin t hs result was 0.011 ng/ml. This result did not fit the clinical picture of the patient. A new sample was obtained and the troponin t hs result was 0.374 ng/ml. This result was considered to be correct. No adverse event occurred. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The result of 0.374 ng/ml had a data flag.

Manufacturer narrative:
A specific root cause could not be identified. Quality controls before and after the event were acceptable. It was noted that the customer did not use rack adapters at the time of the erroneous results but has been using them since. The analyzer performance check data was acceptable. Based on the available information, the possible root cause is due to the customer not using the mandatory rack adapters. Erroneous pipetting due to misaligned tubes cannot be excluded.